Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified six other similar incidents from this lot. The investigation determined the reported device markings / labelling problem appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that when opening the package of the 5.0x150mm absolute pro ll self expanding stent system (ses), it was noted that the size on the delivery system was 6.0x150mm. The procedure was completed with the reported device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.